Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient falls almost daily. Patient's system was auto-reducing due to high impedances on all contacts. Surgical intervention may be pending to address the issue.